Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not received for evaluation.

Event description:
A medtronic representative reported that during functional endoscopic sinus surgery (fess), an inaccuracy of 1-3 millimeters anterior was observed. It was reported that the inaccuracy was observed right after registration. Surgeon completed the procedure with the use of navigation. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.